Event description:
It was reported that during a case, it was noticed that the tip of the left posterior-fossa pointer was bent.

Manufacturer narrative:
Corrected data: g4, h8. H6 coding has been updated to reflect investigation conclusion. Additional data: d5, d9, h4.

Event description:
It was reported that during a case, it was noticed that the tip of the left posterior-fossa pointer was bent.